Event description:
It was reported that the patient had a cardiac arrest and therapy not delivered. It was also noted that a lead integrity alert triggered due to sensing integrity count and non sustained tachycardia episodes on same date. There were also short intervals. The patient expired as a result of the cardiac arrest. Further information has been requested and not yet made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2012 10:52:13. Sensing - oversensing 12 - ventricular nst<=210 ms on (B)(6) 2012, in the timeframe between 10:51:25 and 10:52:46. Sensing - interference/noise ventricular short interval count v-sic=38 counts, in 0.20 day, on (B)(6) 2012, in the timeframe between 10:45:54 and 15:36:48.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.